Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6), (B)(6) 2018: the metal o-ring on neck trial disengaged and was not allowing head trial to clip in place. Broken off piece accounted for. The surgeon underwent a trial reduction with neck and head, without this metal ring in insitu. Male patient ID: (B)(6), aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary the device was reviewed and failure mode was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.